Event description:
During a saphenous vein harvest procedure, gas was found in the pt's heart. The pt became hypotensive and moved to a hyperbaric chamber. The hypotension in the pt was noted during initial dissection of the saphenous vein in the lower third of the thigh. Following the removal of the vein, the vein was extracted and was found to be intact. It was also reported that this case was the first procedure performed with a particular gas insufflator. The pt has significant neruological deficit, and she is presumed to have suffered a stroke. The initial reporter mentioned that the product functioned to specification and made comments for reporting purposes only.